Event description:
It was reported that the user observed rising glucose after a meal because the long tubing of the cartridge-driven infusion set was not fully clicked into the short tubing, resulting in insulin leakage and an unreceived dinner bolus; after reconnecting and confirming the click, the user performed an additional meal announcement and later experienced low glucose while using the ilet with a dexcom g7. Blood glucose readings reached a peak of 405 mg/dl and a low of 40 mg/dl. Symptoms included urgent low, urgent low soon, low, and high glucose alerts. Outcomes included self-treatment with oral glucose and return of glucose to range, with no hospitalization. Investigation included troubleshooting and user education on avoiding insulin stacking and appropriate use of meal announcements. Investigation of this case revealed a connection issue at the infusion set tubing that led to underdelivery of insulin before reconnection. It was concluded that the event was attributable to an infusion set connection issue and user-initiated stacked dosing after reconnection, with resolution following education and corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.